Event description:
Suction canister bases and lids delivered to floor from hospital supply. It was noted that the lids did not correctly fit the bases, resulting in the suction canister to not function properly. Hospital supply manager made aware. Manufacturer response for suction canister, suction canisters (per site reporter) manufacturer contacted, and they are retrieving a sample on [date redacted] for inspection. Lot# in the warehouse is good its j211-602.